Event description:
Information received by medtronic indicated that air entered the sheath when the cryoablation catheter was replaced. The sheath was replaced and the cryoablation procedure continued. There were no patient complications.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification. Visual inspection showed the device was intact with no apparent issues. The reported air ingress could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.